Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that on the first day of support the patient experienced signs of hemolysis with red colored urine and blood samples hemolyzed. It was reported that the impella was found to be too deep within the ventricle and the impella was repositioned. The following day, the hemolysis symptoms were reported to have been resolved. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no product was returned. Hematuria: the cause of the injury was unable to be determined due to insufficient clinical details. Hemolysis: suspected hemolysis; red urine and blood sample hemolytic; 4pm pump repositioned. No hemolysis signs any more. No logs are available to review. The cause of hemolysis was due to position related but the cause of position issue is unknown. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history lot ==> device lot: 1949065. Device history batch ==> subcomponent lot: n/a. Device history review ==> device (sn: (B)(6)) passed all post sterile inspection checks.